Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that sometimes the patient's ins would have low voltage and, all of a sudden, the patient would feel hard shocks. The patient stated that it did not matter what position she was in. The patient was directed to their healthcare professional to have their device checked. No further complications were reported/anticipated.